Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator that had potentially caused a ventricular tachycardia (vt) episode by pacing. No intervention was performed, and the vt episode did not sustain. Patient condition was stable, and the patient would continue to be monitored.